Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an a scheduled transmission review identified the presenting electrogram (egm) showed loss of right ventricular (rv) capture. There was an underlying rhythm confirmed on the stored egm at the end of the transmitted report. Additionally, lead trends showed an increase in rv pacing impedance over the last year from 691 ohms to 1215 ohms. No evidence of noise. The patient reported feeling fatigued and an in clinic appointment was scheduled to assess the system and possible reprogramming of the rv output. Elevated threshold measurements were observed at the follow up visit. The rv output was increased to an appropriate safety margin. The physician has elected to monitor the lead as this time. The product remains in service and no adverse patient effects were reported.